Event description:
It was reported that this patient was monitored due to fluctuations in lead impedance. After attending to emergency room due to an appropriate shock, oversensing was seen with isoelectric exercises through an interrogation. Therefore, the right ventricular lead was explanted and came out in 4 pieces, physician was sure it was due to clavicle crush as it was confirmed by x-ray and with manipulation during lead removal. Lead was replaced. Lead explanted wont be returned. No additional adverse patient effects were reported.